Event description:
It was reported that the right ventricular lead exhibited out of range high voltage lead impedance in any configuration during initial implant. The lead's connection in the header was checked multiple times. Visual abnormalities were not noted. The lead was removed and replaced. The patient was stable and asymptomatic throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.